Event description:
The user stated patient hemoglobin a1c results were higher when the samples were repeated on the other integra 800 (B) (4). Of the data provided, the results for six samples were discrepant. Sample 1 initial result was 3.9 %, repeat result was 6.6 %. Sample 2 initial result was 6.8 %, repeat result was 11.4 %. Sample 3 initial result was 3.8 %, repeat result was 6.0 %. Sample 4 initial result was 4.7 %, repeat result was 8.8 %. Sample 5 initial result was 5.3 %, repeat result was 9.4 %. Sample 6 initial result was 4.2 %, repeat result was 6.7 %. The results were not reported and there were no adverse reactions. The hemoglobin a1c reagent lot number was 62148101. The field service representative determined the cause was pipetting inaccuracy and replaced all the transfer arm ropes, transfer arm pulley wheel, abs lamp and rotor belt. He found a defective valve which was leaking causing inconsistent reagent delivery and replaced it. To verify the analyzer operation, he performed diagnostics, ran check tests and performed calibration and qc.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.